Event description:
Reporter alleged discrepant values between the blood glucose monitoring device and a lab comparative. Reporter stated meter read 506 mg/dl at 23:21, and no treatment was given at the time, however, a lab measured 192 mg/dl at 23:42. It was reported controls were used and found to "pass" and no other information was provided on further treatment, if any. A request was made for the return of the suspect device nad replacement product was sent.